Event description:
Customer reported experiencing a malfunction with their device, specifically displaying malfunction code malf 12, accompanied by fault ID 12-0x2071. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the issue was resolved without recurrence. Customer was advised to continue using the device and to contact support if the malfunction reappears, which they understood.